Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.